Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.130.200; lot: f-21606; manufacturing site: selzach; supplier: sphinx werkzeuge ag; release to warehouse date: may 11, 2017 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. The instrument(s) was not returned and instead investigation will be based on the supplied (2 images). The images were reviewed, and the complaint condition could not be confirmed, as the images do not show the distal ends of the drill bit; instead showing the proximal end of the drill bit with lot number. As the instruments were not returned, an as received, dimensional, material, or drawing reviews are not applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation, no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a phalangeal osteosynthesis proximal fracture of the second and third finger. At the time of drilling with the drill bit and the drill guide, the specialist made a strong angulation of the drill bit to achieve change the direction of the drilling. Because of this, the drill bit split and the end was in the patient. Then, another drill bit was used and it also split and the end remains in the patient. The surgical team recognizes that the drill bits were split by the force exerted at the time of changing the drilling direction. It was not possible to extract the two ends of the split drills, proceeding to continue with the osteosynthesis. It is unknown if there was a surgical delay. The procedure outcome and patient status were unknown. Concomitant device reported: unknown drill (part# unknown, lot# unknown, quantity# 1); unknown drill guide (part# unknown, lot# unknown, quantity# 1). This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).